Manufacturer narrative:
(B)(4). The returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the device was found with the proximal section (bladder pigtail ) was buckled/accordion, and the renal pigtail was in good shape. The suture string and the positioner were not returned for the analysis. . A functional inspection revealed that a mandrel 0.0353" was loaded into the device and no resistance was felt. No other problems with the device were noted. The reported event of stent kinked was not confirmed. Analysis of the returned device revealed that the stent bladder pigtail was buckled accordion. This failure is known to be generated due to the force used when the stent was pushed up with the pusher or positioner over the guidewire, moreover, the failure found stent buckled or accordion is evidence that the device was manipulated and that the failures were generated due to the manipulation or handling of the device or due to the interaction with other devices. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an percuflex ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6)2021. During the procedure, the stent got kinked when it was advanced inside the patient. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.